Manufacturer narrative:
Continuation of d10: product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: power supply 9733619 multi out 350w h3) onsite functional and visual examination was performed by a manufacturer representative. The power supply 9733619 multi out 350w was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before starting a procedure, the representative heard a loud popping noise and both system monitors turned off. The representative heard the fans and saw lights still on within the system but both monitors were completely black. The representative clarified that when powering on the system the surgeon monitor briefly displayed a 'no signal' message before going blank. Staff monitor does not display anything. The cd drive on the system opened. The representative checked the video splitter, neither power nor active light illuminated. The representative unplugged input video cable to video splitter and unplugged output video cables to both monitors. Bypassing the video splitter the representative directly plugged input video into both output video cables; and were able to get video to the surgeon monitor but no change to the staff monitor. With video chain bypassing video splitter and connecting to staff monitor, the representative moved 12v and 5v for staff monitor to other spots on the multi-out with no change. Still not getting a no video/no signal message. The representative tried to charge their phone using the usb port on the I/o panel and not it was not receiving power. The suspected cause was multi-out power supply needed to be changed. There was no patient involvement.

Manufacturer narrative:
H3/h6: the power supply, lot number: 150527011, was returned for analysis. The returned power supply would not power up when connected to power. All ports had no output with the exception of the 28vdc port which was normal. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.